Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not able to adjust the time for an extended bolus. Tandem technical support assisted customer with a pump reset and customer was able to successfully deliver an extended bolus for the correct amount of time. Customer's blood glucose was 170 mg/dl.